Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen will not calibrate. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Since it was not resolved by calibrating the touchscreen, the touchscreen will need to be replaced. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting address line 1: (B)(6), reporting address state: (B)(6), reporting address postal: (B)(6), reporting institution phone number: (B)(6), reporter phone number: (B)(6).

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The touchscreen was tested and pil tech verified that the touchscreen failed the required flex cable resistance verification testing. The high out of spec resistance results are the reason for the touchscreen misalignment issue and the reason for the confirmed touchscreen accusation. Touchscreen failures due to high and out of spec resistance measurements have been previously investigated and information can be found in pqa 2104071.